Event description:
While the surgeon was firing the fixation device the handle broke off of the device. The device was then removed form the field and new stapler given to complete the procedure. No injury to the patient.